Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing an early replacement indicator for their scs ipg. A manufacturer representative confirmed the issue and the ipg is deemed to be nearing end of service. Next course of action is undetermined at this time.

Event description:
Additional information obtained, identified the patient experienced lost of stimulation. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was restored post procedure.

Manufacturer narrative:
Corrected data: results codes was unintendedly excluded from the additional report. This report contains corrected data.